Manufacturer narrative:
The customer reported that multiple central nurse's station (cns) are experiencing communication loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #2: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received. Attempt #3: (B)(6) 2021 called the customer via the provided telephone number for all items under the no information section. No call-back was received.

Event description:
The customer reported that multiple central nurse's station (cns) are experiencing communication loss.

Event description:
The customer reported that multiple central nurse's stations (cnss) were experiencing comm loss.

Manufacturer narrative:
Details of complaint: the customer reported that multiple central nurse's stations (cnss) were experiencing comm loss. No patient harm or injury was reported. Investigation summary: the root cause for this event is determined to be unknown. Multiple attempts to retrieve additional information from the customer were made without results. Review of the serial number history finds no recurrence of the reported issue. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.